Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer who provided device logs for review. The rse reviewed the logs, which showed the unit was alarming and re-alarming during the time of the reported event. Based on the information available and the testing conducted, the cause of the reported problem was the user, as the alarms were acknowledged at the bedside and central station. The reported problem was not confirmed, as the alarms sounded correctly. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported the unit didn't alarm for bed 29 at circa 12pm when the patient was tachycardic and resulted in the patient needed resuscitation. The device was reported to be in use on a patient at the time of event. An adverse event was reported.